Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported that the customer experienced high and low blood glucose readings. Customer's grandmother believes the issue may be related to irritation at site. Customer's blood glucose reading at the time of the call was 371 mg/dl and has treated with a bolus. Cannula was noted to be damaged. Customer's low blood glucose reading was 51 mg/dl and treated with food and glucose tablets. Customer stated that they went to sleep with blood glucose readings of 205 mg/dl and woke up with blood glucose levels of 51 mg/dl. The drive support cap was noted to be normal. No further information reported.